Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. During the procedure, it was noted that there was a hole in the venous/blue limb and further reported that leakage occurred while flushing. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 27cm d/l glide path catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Distinct curvature was also noted on the catheter. Upon infusion and hydrostatic pressure testing, a small leak was noted from the blue color extension leg, proximal to the strain relief. Split was noted on the leak area. Under microscopic observation, the split on the blue luer extension leg noted to have uneven edges, surface cannot be determined. Therefore, the investigation is confirmed for the reported leak, material deformation as more specific deformation due to compressive stress issue was identified and confirmed for identified fracture. However, the investigation is unconfirmed for the reported material hole as appropriate (fracture) issue was identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d6a, d6b, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Post the procedure, on (B)(6) 2025, it was noted that there was a hole in the venous/blue limb and further reported leakage occurred while flushing. Additionally, the catheter was noticed to be in a deformed condition. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.